Event description:
It was reported that customer experienced pixel issue on pump display that affected ability to read and interact with pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer chose to continue using current pump in the interim by relying on mobile app to interact with and bolus from pump, and technical support arranged replacement pump under warranty, confirmed shipping details, and provided instructions for storage mode, returning defective pump within 10 days, and programming pump settings and connecting continuous glucose monitor on replacement device.